Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of reservoir leaks. The customer stated that he saw moisture that smelled like insulin. The customer stated that he also found moisture on o-rings of the reservoir. The customer was advised to check of cracks in the barrel. The customer was advised to check for other sources of the leak. The customer will be sent a replacement reservoir.